Manufacturer narrative:
The endoscope controller was visually inspected and no issues were found. The endoscope controller was installed and tested into a golden pca system where the component functioned as expected. The root cause is attributed to a defective component. The dcib component led to the communication issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) as they connected the endoscope and encountered an error. Caller stated before calling in they tried reseating the camera cable into the camera box and the issue remained. Caller stated they tried a 2nd endoscope, but issue persisted. They tried reseating the cables, but the issue remained, so they converted to laparoscopic surgery prior to contacting tse. Tse reviewed system logs and saw error # 48221 on endoscope and endoscope controller (ec) communication errors on endoscopes with serial number (sn): (B)(6) and sn: (B)(6). Caller was going to try reboot the system and try both endoscopes again, as well as try using both endoscopes up to their other da vinci system to try narrow down if it's an endoscope issue or an ec issue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer did not have to increase the port incision or add any additional ports. They used the robotic ports that were already placed. Case was converted to laparoscopic, there was no injury to the patient. All ports where placed and they were in the process of docking the robot. The type of procedure performed was robotic hysterectomy and bilateral salpingectomy. The date and time of the procedure was (B)(6) 2025, 7:10am (this was converted to laparoscopic not completed as da vinci). The endoscopic controller box was checked out and replaced the next day.